Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material found inside the jet tube, as well as the root cause for why it remained in the device, could not be definitively determined. The burn observed on the plastic distal end cover was likely caused by the use of a high-frequency current device in proximity to the tip cover, resulting in an electrical discharge. This discharge allowed high-frequency current to pass through the tip cover, leading to localized scorching. However, a definitive root cause could not be established. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that the jet tube had foreign material, but the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. Additionally, the plastic distal end cover had a burn due to proximity to a high-frequency device. It was determined that cover needed to be replaced. There was no patient involvement.